Event description:
Power outage caused vent to stop working, this was a planned testing of the generators and the ventilator is equipped with battery backup power. However, the ventilator itself had a malfunction and shutoff while in use on a ventilated patient instead of switching to battery backup. Vent stopped working twice. Patient was not injured however this is a major safety concern.